Event description:
Dexcom was made aware on (B )(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with inflammation, drainage, and infection underneath sensor pod area only. On (B)(6) 2024, the day the sensor was removed, the patient noted the site to be very swollen and had drainage of a white thick fluid. As it looked infected the patient made an appointment with his healthcare provider (hcp). On (B)(6) 2024, the hcp confirmed the infection and prescribed an oral, antibiotic sulfamethoxazole to be taken twice a day for 5 days, a neosporin ointment, and advised the patient to apply warm packs. The reaction was treated with a prescription of a topical unspecified cream or ointment. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient would have just finished the course and was pending to have a follow up with his hcp the next day. At that moment there was no sign of an infection anymore. No other details were documented. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 07/11/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with inflammation, drainage, and infection, underneath sensor pod area only. On (B)(6) 2024, the day the sensor was removed, the patient noted the insertion site to be very swollen and had drainage of a white thick fluid. As it looked infected the patient made an appointment with his healthcare provider (hcp). On (B)(6) 2024, the hcp confirmed the infection and prescribed an oral, antibiotic sulfamethoxazole to be taken twice a day for 5 days, topical cream (triamcinolone)(neosporin), and advised the patient to apply warm packs. No photo was provided. There was no documentation of additional medical intervention. At the time of the report the patient would have just finished the course and was pending to have a follow up with her hcp the next day. At that moment there was no sign of an infection anymore. No other details were documented. No additional event or patient information is available.